Event description:
The reporter called and alleged discrepant results on the device when compared to a lab. The results reported were: see scanned table. Controls were out of range and the reporter said controls were rerun with newly reconstituted controls which were in range. The device was replaced and requested to be returned for eval.